Event description:
The customer stated that five axsym hbsag reagent packs have broken lids on reagent bottle #3. A probe crash occurred due to this issue. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.